Event description:
It was reported that the 9800 system had light images when the kv was increased. Also the rotational brake needs replacement. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported interconnect cable and rotational brake were replaced during the service call. The system was tested and found to be working as intended and put back into service.